Event description:
It was reported that the patient underwent a pelvic floor repair procedure during which an advantage system sling and an upsylon y-mesh were implanted. The patient had a pre-operative diagnosis of pelvic organ prolapse with cystocele, rectocele, paravaginal defect, stress urinary incontinence, enterocele, and incomplete uterovaginal prolapse. After a concomitant hysterectomy, the patient underwent robotic abdominal sacrocolpopexy with the repair of the aforementioned defects, tension-free vaginal tape (tvt) sub-urethral sling and cystoscopy, and vaginal approach to a posterior repair. There were no patient complications during the procedure. On (B)(6) 2024, the patient was diagnosed with uretrovaginal fistula, vaginal exposure and erosion into the urethra and exposed at the vaginal wall, and urinary incontinence. She had undergone excision of urethrovaginal fistula with repair, partial mesh removal of exposed eroded polypropylene mesh, removal and replacement of suprapubic cystostomy tube, and cystoscopy. During the procedure, the eroded mesh was seen at the urethral meatus-- eroding into the full-thickness urethra and exposed at the vaginal wall at the same time, the remaining portions of the urethra and bladder did not show any signs of erosion. The mesh was dissected free form the surrounding vaginal mucosa and urethra, then it was transected in the middle. Each end of the mesh was secured with a stitch and was followed laterally into the retropubic space where it was divided. Both portions were sent surgical specimen wherein approximately it was measured around four centimeters in total. After completing the mesh removal, the fistula was repaired. The urethra had a large fistula, measuring 1cm x 5 mm. There was a small mucosal bridge extending across the midline at the meatus. This was divided and made one large continuous area. The fistula was mobilized ventrally and laterally and was tubularized in the midline. The urethra and the vaginal mucosa were mobilized, which effectively reduced the size of the fistula tract by 50% and now incorporated in the neomeatus. The premarin-coated vaginal packing was placed and one vial of floseal was used. It was elected not to leave a urethral catheter. Note: this manufacturer report pertains to the first of two devices implanted in the same procedure. Refer to manufacturer report number for the upsylon device, and 2124215-2024-70818 for advantage system device.

Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of february 20, 2024, was chosen as a best estimate based on the date of mesh removal. Block e1: this event was reported by the patient's legal representation. The implanting physician is: (B)(6). The explanting physician is: dr. (B)(6). Block h6: the following imdrf patient codes capture the reportable events of: e2006 - erosion, e2314 - fistula. The following imdrf impact codes capture the reportable events of: f1905 - vaginal mesh removal.